Event description:
The customer reported black liquid was coming out of the tip of the scope and that there was a pinhole in the bending section cover which resulted in leaks. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus. Inspection and testing confirmed the reported event. In addition, angulation was reduced, the adhesive on the bending section was damaged, the connector cover and insertion tube were damaged, the adhesive at the distal end was damaged, and there was a pinhole in the bending sheath cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to usage of device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient reprocessing or handling. Olympus will continue to monitor field performance for this device.